Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 4193 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. However, the rv (right ventricular) defibrillation coil was worn and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had low amplitude r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.